Event description:
Patient was revised due to fluid buildup, pain and darkening of tissue.

Manufacturer narrative:
(B)(4). Depuy still considers this complaint closed.

Event description:
**Update** - medical records received (B)(6) 2013. Revision operative report indicates the following: 80 milliliters of turbid yellow fluid; short rotators and capsule were dehisced from their attachment; synovial layer with moderate amounts of necrotic tissue; moderate amount of corrosion and fretting were noted on the stem taper.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Update: (B)(6) 2013-legal claim received alleging that the patient suffers from high concentrations of various metallic elements. The doi was provided. There is no new information that would affect the outcome of the investigation.

Manufacturer narrative:
Depuy still considers this investigation closed.